Manufacturer narrative:
Corrosion of the driveshaft was identified as the probable cause of the device overheating. Corrosion in the driveshaft and its bearings can cause generation of heat due to increased friction during rotation.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.